Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager drawer was not detected on the bus. A field service engineer (fse) resolved an issue where remote manager failed off the bus. Investigation revealed the cable connected to the main was not fully seated. The screws were tightened, and functionality was tested successfully. The customer verified proper operation. The system functioned as intended after the field service engineer repaired the device.